Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. As a result, a lead safety switch (lss) was triggered. The rise in the impedance measurements appear to be gradual, starting in march. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).